Event description:
Event occurred regarding a needle free hemodialysis tego connector when it was reported by a registered nurse that set of tego caps used on arterial/venous lumens were clotted. There were patient involvement and unknown harm. Medwatch form to this complaint stated, "obstruction of flow."

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.